Manufacturer narrative:
(B)(4).

Event description:
Artifacts having a stable frequency of 8hz were observed on external ECG during the follow-up performed on (B)(6) 2014. Preliminary analysis results and recommendations have been provided (further tests have been requested).

Event description:
Artifacts having a stable frequency of 8hz were observed on external ECG during the follow-up performed on (B)(6) 2014. Preliminary analysis results and recommendations have been provided (further tests have been requested).